Event description:
Case description: investigation results. Name: novopen 6 blue, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Name: ryzodeg penfill, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following investigation results updated. Device tab: is non-reportable and malfunction fields updated. EU/ca tab: final report check box ticked, expected date of follow up report removed and further investigation updated. Device addendum tab: annex b c d g codes updated. Narrative updated accordingly. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. Final manufacturer comment: (B)(6) 2025: the suspected device novopen 6 has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 6. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of ryzodeg penfill. H3 continued: evaluation summary. Name: novopen 6 blue, batch number: unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Blood sugar levels rose to 400-500 mg/dl [blood glucose increased]. Medication leakage from the needle tip [device leakage]. They could not administer the medication [drug dose omission by device]. Case description: study ID: (B)(6). Study description: trial title: patient education on using of devices for both insulin and growth hormone (durable and disposable devices). Patient's height, weight and body mass index not reported. This serious solicited report from turkey was reported by a pharmacist as "blood sugar levels rose to 400-500 mg/dl due to medication leakage from the needle tip(sugar blood level increased)" with an unspecified onset date , "blood sugar levels rose to 400-500 mg/dl due to medication leakage from the needle tip(device leakage)" with an unspecified onset date , "they could not administer the medication(drug dose omission by device)" with an unspecified onset date and concerned a 692 months old female patient who was treated with novopen 6 (insulin delivery device) from unknown start date for "type 2 diabetes mellitus", ryzodeg penfill 100 u/ml (insulin aspart 1.05 mg/ml, insulin degludec 2.56 mg/ml) from (B)(6) 2024 for "type 2 diabetes mellitus". Dosage regimens: novopen 6: ryzodeg penfill 100 u/ml: (B)(6) 2024 to not reported. Current condition: type 2 diabetes mellitus (duration not reported), thyroid disease historical drug: ryzodeg flextouch. Concomitant medications included - levotiron (levothyroxine sodium). The patient complained about medication leakage from the needle tip of the novopen 6 pen, which they noticed when blood sugar levels (blood glucose) rose to 400-500 mg/dl, and the patient was taken to the hospital for intervention. The reporter did not associate the incident with the medication itself, stating that the patient's blood sugar increased because they could not administer the medication. The reporter stated that they do not know which hospital the patient was taken to, nor whether the patient was observed in the emergency department or admitted. The reporter did not know the patient's latest blood glucose readings. Batch numbers: novopen 6: requested. Ryzodeg penfill 100 u/ml: requested. Action taken to ryzodeg penfill 100 u/ml was not reported. The outcome for the event "blood sugar levels rose to 400-500 mg/dl due to medication leakage from the needle tip(sugar blood level increased)" was unknown. The outcome for the event "blood sugar levels rose to 400-500 mg/dl due to medication leakage from the needle tip(device leakage)" was unknown. The outcome for the event "they could not administer the medication(drug dose omission by device)" was unknown. Reporter's causality (novopen 6) - blood sugar levels rose to 400-500 mg/dl due to medication leakage from the needle tip (sugar blood level increased): unlikely. Blood sugar levels rose to 400-500 mg/dl due to medication leakage from the needle tip (device leakage): unknown. They could not administer the medication (drug dose omission by device): unknown. Company's causality (novopen 6) - blood sugar levels rose to 400-500 mg/dl due to medication leakage from the needle tip (sugar blood level increased): possible. Blood sugar levels rose to 400-500 mg/dl due to medication leakage from the needle tip (device leakage): possible. They could not administer the medication (drug dose omission by device): possible. Reporter's causality (ryzodeg penfill 100 u/ml) - blood sugar levels rose to 400-500 mg/dl due to medication leakage from the needle tip (sugar blood level increased): unknown. Blood sugar levels rose to 400-500 mg/dl due to medication leakage from the needle tip (device leakage): unknown. They could not administer the medication (drug dose omission by device): unknown. Company's causality (ryzodeg penfill 100 u/ml) - blood sugar levels rose to 400-500 mg/dl due to medication leakage from the needle tip (sugar blood level increased): possible. Blood sugar levels rose to 400-500 mg/dl due to medication leakage from the needle tip (device leakage): possible. They could not administer the medication (drug dose omission by device) : possible. Event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo.